Manufacturer narrative:
The insulin pump was received with intermittent buttons due to light moisture damage to keypad traces. No display ramping on its own anomaly noted. The device was received with minor scratches on lcd window and cracked case at display window corners.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that the pump kept scrolling after she hit the up arrow when she went to a bolus. Customer took out the battery and placed it back into the pump, but none of the buttons were responding. Insulin pump will need to be replaced. Customer was advised to retrieve their pump settings. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.